Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the jaws of the 8mm large suturecut needle driver instrument were not closing, holding the suture properly, or moving in the right direction. The instrument was removed and one side wire was broken near to the jaws. 4 uses were remaining on the instrument and no fragments fell into the patient's anatomy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. No cables were protruding from the distal end of the instrument. The reporter confirmed that the large suturecut needle driver instrument did not move at all. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console. There was no shakiness and/or friction experienced/observed. The issue was intermittent and no patterns were identified. The instrument was removed and replaced with a backup. The reporter was unable to disclose the patient demographic information.